Event description:
The customer reported that the unit charged, but failed to shock.

Manufacturer narrative:
The customer reported that the unit charged, but failed to shock. The customer did not return the unit to philips, but the customer resolved this issue by replacing the control pca.